Event description:
The customer received questionable free thyroxine (ft4) results on their e602 analyzer, serial number (B)(4). The customer took three samples from the patient, 2 plasma and 1 serum, during a two week period. The first sample was analyzed on the e602 analyzer and the ft4 result was <0.03 pmol/l, the thyrotropin (tsh) and free triiodothyronine (ft3) results were ok. This sample, together with 2 new consecutive samples, was run on the e602 analyzer and on competitor systems in parallel. All three samples showed ft4 results of <0.03 pmol/l on the e602 analyzer. The beckman dxi, perkinelmer autodelfia and abbott architect had ft4 results of 13-17 pmol/l. The tsh and ft3 results were ok and compatible between the e602 analyzer and the other systems. The customer stated "the false low result was reported to the ward but the patient was treated accordingly". The customer sent the sample to the manufacturer for interference analysis. Within the carried out interference analysis, an interfering factor to the ruthenium interference blocking agent which is contained in the ft4 reagent has been identified. When using a research kit with a modified conjugate, an ft4 value in the normal range was obtained.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).